Event description:
It was reported that the tps handpiece cord gave a bias current during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Event description:
It was reported that the tps handpiece cord gave a bias current during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device is received and evaluated. The device manufacture date cannot be determined because the lot number of the device is known. Device not received.

Manufacturer narrative:
The device was not returned for evaluation; it is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted if the device is received and evaluated.